Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c265, lot#: va1khel012, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) via a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, the patient started feeling the wire in their lower back when they would bend over. The patient had reported it was very uncomfortable. No potential causes could be identified. It was reported the patient was going to be programmed on (B)(6) 2018 in post-op, and then they would see how the patient feels over the next few weeks. It was noted there was no surgical intervention performed but that conflicts with the reported programming that would take place in post-op. Follow up will be performed to obtain clarification on this. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient had a battery placement revision scheduled for (B)(6) 2018. The patient had been feeling discomfort in the current position and wanted to have the ins placed higher up in their flanks. The patient also decided that during the procedure they would pull the paddle lead down 1 level for better coverage. It was not confirmed that the patient was actually feeling the 'wire' at the time of the report. No further complications were reported.